Manufacturer narrative:
Additional information: during follow-up, the medtronic representative reported that after re-seating the loose connection to the transformer securely, no further issues have been reported. The system control unit (scu) was returned to the manufacturer for analysis. Investigation found that when connected to a known good system the scu performed as expected. Tracking was normal for all ports with no issues. A check of the event log did not reveal any adverse events. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system on-site. If was found that the camera drops out intermittently. The system control unit (scu) was found faulty. On replacement with new scu, issue can not be replicated. The replaced scu has not been received by the manufacturer for evaluation. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system was intermittently unable to track the trackers on the imaging system. There was no patient present when this issue was identified.